Event description:
On (B)(6) 2014, the customer reported to medela customer service that her transformer housing is cracked but no breach is present. During product evaluation on (B)(6) 2014, the technician observed the transformer housing cracked in half exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adaptor was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on (B)(4) 2014 and evaluated (B)(4) 2014. A product evaluation confirmed customer reported problem and revealed the transformer housing was cracked in half, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.69 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.1 ohms, which is normal and indicates that the thermal fuse did not blow.